Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: evidence of short battery life was illustrated in the pump history with ¿cs128¿ (replace battery alarm) occurring due drastic voltage drop on (B)(6)-2018. The battery compartment was cracked at the threads on the side and separately below the grip pad. Evidence of moisture corrosion was observed in the battery compartment. A leak test failed due a battery compartment leak. The ¿ez-prime¿ steps were performed correctly; all current readings were within specifications. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the power printed circuit board or to the continuous glucose monitor module. Investigation was unable to duplicate the ¿short battery life¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated there was moisture in the battery compartment and denied any damage to the battery cap or battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.